Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from low- 400 mg/dl. Suspected cause was due to pump basal rates being inaccurate. Customer consumed carbohydrates and glucose tablets to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.